Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "debridement of necrotic mastectomy clap." The device was additionally implanted for more than 6 weeks. This record is for the left side.